Event description:
Patient reported left side "nodules", fibrosis and "great stress knowing that these have been taken off the market recently". Healthcare professional later reported "incapsulated" diagnosed via ultrasound, "pain, pressure feeling". Capsular contracture baker grade iii-IV provided. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "nodules", fibrosis and "great stress knowing that these have been taken off the market recently". Patient later reported capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Patient reported left side "nodules", fibrosis and "great stress knowing that these have been taken off the market recently". Healthcare professional later reported "incapsulated" diagnosed via ultrasound, "pain, pressure feeling". Capsular contracture baker grade iii-IV provided. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.